Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated the up arrow button was not responding well. The customer stated that he had to press the button very hard for the button to respond. The customer's blood glucose was 49 mg/dl. The customer treated his blood glucose by eating and drinking. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. At the end of the call, the customer's blood glucose was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with an intermittent up arrow button due to flattened dome switch. The insulin pump was received with minor scratches on lcd window.